Manufacturer narrative:
Continuation of d10: product ID wr9200 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: wr9200, serial/lot #: (B)(6), h3: analysis of the wr9200 wireless recharger (serial number (B)(6) revealed the device is unresponsive, led¿s scroll continuously, and the flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the wireless recharger exhibited a pulsing green battery light. The recharger was unresponsive. The caregiver attempted to resolve the issue by shutting down the recharger multiple times and resetting it by holding down the power button for 45 seconds, but the problem persisted. Additionally, charging the recharger in the dock for an hour did not resolve the pulsing light issue. Technical service was consulted, and the issue was resolved at the time of the report. No patient complications have been reported as a result of this event.